Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12mar2020.

Event description:
The customer reported blower stalled, vent 35 volt supply failure, motor controller failure, and vent auxiliary supply failure. There was no patient involvement.

Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The battery was recommended to be replaced per the v60/v60 plus ventilator service manual, rev k, periodic maintenance procedures, the battery is to be replaced every 5 years. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jul2020 b4: (B)(6) 2020 the front bezel that was replaced to address the navigation ring failure was received for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01may2020. B4: 05may2020. The manufacturer¿s field service engineer (fse) confirmed the reported vent blower stalled (software determined that the blower didn't produce sufficient pressure or the blower speed signal has failed.) , vent 35 volt supply failed for three consecutive measurements of the 35 v supply were less than 32.85 v or greater than 40.15 v two seconds after startup, motor controller failed, and vent auxiliary supply (three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v.) Failed. The customer ordered, replaced the motor controller for this unit issue but the problem occurred again. The customer requested for the unit to be sent to the bench repair. After failure investigation, the fse at the bench repair observed additional failures in the power management board, blower, touchscreen, power cord and navigation ring not working. The fse at the bench repair replaced the power management board, battery due to age over five years, power cord and touchscreen. The manufacturer¿s field service engineer (fse) at the bench fitted the positive pressure ventilation label and the fan assembly. Performed full preventive action testing. All tests passed (est ) extended self-test passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11jun2020 b4: (B)(6)2020. Additional information has been received indicating that this event was also reported on a duplicate complaint, for which MFR report #2031642-2020-01642 was submitted. Per the information available in the duplicate complaint, it was reported that the ventilator was not providing air flow and annunciated alarms related to patient circuit occluded, blower stalled and auxiliary alarm supply failure. The customer also reported that the ventilator failed to go into stand-by mode and could not be turned off. Errors relating to vent 35 volt supply failed, and motor controller failed were also reported. Patient information was confirmed in MFR report #2031642-2020-01642. The ventilator was reported as being used on a patient at the time of the reported event, however, there was no patient harm. The patient was asleep when the reported event occurred. There was no report of medical intervention being required as a result of this event. Although requested, additional information about patient involvement was not confirmed. During service, the field service engineer (fse) identified a defective navigation ring, a broken fan guard assembly, a missing label, an aged battery, and cosmetic damage to the housing, touchscreen and power cord. The fse replaced the front bezel to address the navigation ring failure, the fan guard assembly that was broken, the missing label, the top cover, rear bezel, front panel, bezel end cap, power cord and touchscreen to address the cosmetic damage. The fse advised the customer to replace the battery due to its age. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.